Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, a cracked reservoir tube lip, cracked reservoir tube and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a motor error alarm while changing infusion set on the insulin pump. The customer's blood glucose level was 98 mg/dl. The patient was disconnected to insulin pump. The customer stated also that he had a44 alarm. The customer was advised after the troubleshooting was performed to return the insulin pump with the battery and zero out basal rates. The customer was advised to discontinue the use of the insulin pump and revert to back up plan. The patient was advised that we will replace insulin pump.